Manufacturer narrative:
Corrected information is provided in brand name, device information and device manufacture date as incorrect product and lot number information was previously provided on the initial regulatory report. Two opened 20g knife samples were received with foam tip protectors in a bag for the report of being blunt. The returned samples were visually inspected and were found to be nonconforming with damaged tips. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. Photos attached to the parent complaint were reviewed by the manufacturing site. Photo number one shows one 20g knife with foam tip protector lying on a pak list belonging to associated file (B)(4). Photo number two shows two knives with foam tip protector lying on a pak list belonging to this file, (B)(4). The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples are available that have not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the first of two reports for this reported event. (B)(4).

Event description:
A nurse reported that three knives were blunt during surgery. There was no impact to any patient. Additional information received clarified that the unsatisfactory knives were noted during cataract surgery. An alternate knife was obtained in order to complete each procedure.